Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the procedure. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and call back if the issue recurred. The caller acknowledged and understood the instructions.